Event description:
An electronic report was received from a user facility who reported the twister line separated at the red port on twisty part. The facility was called and according to initial reporter, dialysis was initiated and when the staff went to twist the dial, the arterial segment separated. The staff reinfused some of the patient's blood, however, the patient lost approximately 150 ml of blood related to this event. The patient is reportedly fine and no further medical intervention resulted from this event. A new set of combiset bloodlines were set up, and the prescribed therapy was resumed. The patient was able to complete prescribed therapy as ordered and was discharged to home once the therapy was completed. There is no sample available. It was thrown in the trash by the staff.